Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse was reported via phone call that they received multiple motor error alarms during bolus. The customer blood glucose level was 148 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer states the insulin pump did not exposed to high magnetic field. Customer was able to complete pump rewind. Customer stated the insulin pump alarms contains more than one motor error alarm within the last 30 days. The device will be returned for analysis.